Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 3.5 inches from the pump housing and the distal portion of the driveline was not returned. A sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow graft and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Analysis of the sealed inflow conduit and the outflow elbow revealed no evidence of depositions or thrombus formations. Examination of the inlet housing upon disassembly of the pump revealed a thrombus formation between two of its stator blades. The slight denaturation of this formation indicates that it likely developed over an undetermined period of time while the pump was supporting the patient. Although the origin of this deposition could not be conclusively determined, its lamination suggests that it may have formed elsewhere. A root cause for the development of the observed deposition could not be conclusively determined through this evaluation; however, it could have contributed to the patient¿s elevated lactate dehydrogenase level and fluctuations in pump power values. A correlation between the patient¿s embolic cerebrovascular accident and the observed deposition could not be conclusively determined through this evaluation. Upon removal of the observed deposition, the pump was cleaned. The disassembled pump¿s bearings, rotor, and blood contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the pump functioned as intended. The instructions for use lists device thrombosis, hemolysis, peripheral thromboembolism, and stroke as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device: 19 days. The explanted device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. The patient had reportedly been doing very well until approximately (B)(6) 2015 when the patient developed evidence of pump thrombosis with an elevated lactic acid dehydrogenase level of 1147 u/l and pump power spikes. A pump exchange was planned for the middle of the following week, however, over the weekend, the patient developed unspecified evidence of an embolic cerebrovascular accident. The patient was taken to the operating room for a re-do sternotomy and pump exchange on (B)(6) 2015.